Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a patella dislocation repair procedure, the twinfix screw broke from the rib. It is unknown if it occurred inside or outside of the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device, anchor and suture strings were returned. The ti anchor and suture strings are intact with no fracturing visible under magnification. There is debris on all returned items. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that no burrs, cracks, or contamination is allowed and a certification of compliance to material and processing specifications is required. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a patella dislocation repair procedure, the twinfix screw broke from the rib. All the broken pieces were successfully removed by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole: no void was left in the patient. No further complications were reported.